Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4) , serial: (B)(6) , batch: 7672424.

Event description:
It was reported the patient experienced ineffective stimulation with their drg system. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the drg ipg and one drg lead were explanted to address the issue. It was also reported that during the same surgical, on (B)(6) 2023, only part of one of the drg leads came out [related manufacturer reference number: 1627487-2023-03368]. It is unknown which lead is liable.